Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. The surgical technique states "insert an articular surface only once. Never reinsert the same articular surface onto a tibial base plate." Multiple attempts were made to insert the same articular surface which may have contributed to the issue. There does not appear to be an issue with the returned device. It is likely that the articular surface was not properly oriented prior to insertion; however, this cannot be determined conclusively. The articular surface was returned with the complaint for review. Dimensional analysis found the part to be conforming to print specifications. Visual examination shows some damage to the dovetail locking feature of the device. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the surgeon was unable to properly insert the articular surface. After trying multiple times, the implant was determined to be no good and another articular surface was used to complete the case.